Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device still implanted.

Event description:
According to the available information, though not verified, reported complaint per nsd: "I was involved in a case that we just finished and due to a mix of dc product and hci products as the loaner kits were incomplete we used a titan 20cm device from my hci that nobody(me, the nurses or the surgeon) noticed expired 6 days ago. I have just met with the surgeon to inform her of that. I suggested she might want to let the hospital and the patient know to which she replied that she wasn¿t worried about it and I doubt whether she will."